Event description:
It was reported that the implantable neurostimulator (ins) was ¿bulging out¿ and needed to be evaluated. It was noted that the patient had not been able to charge since (B)(6) 2012 and is ¿beyond frustrated.¿ it was further noted the patient had not experienced pain relief for ¿over a year¿ and was ¿fed up.¿ the patient just wanted an ins change but the equipment had not worked since (B)(6) 2012. It was noted the previous implant was replaced because it was ¿running low.¿ it was noted the previous implant lasted eight years. Additional information received reported the patient wanted to discuss an appointment at the pain specialist with the manufacturing representative. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 3986a, lot# lc0717, implanted: (B)(6) 2004, product type lead; product ID 3986a, lot# lc0718, implanted: (B)(6) 2004, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 74002, lot# n323009, implanted: (B)(6) 2012, product type adapter. (B)(4).

Manufacturer narrative:
(B)(4).